Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The leads were replaced on november 20, 2015. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a sharp pain in the lead site when moving her neck and with posture changes. The pain felt like a jolting or electric type of pain and pain intensified when the stimulation is turned up. X-ray was taken which showed no lead movement or signs of fracture or lead damage. It was also reported that the patient experienced a burning sensation around the pocket site, some programs were causing discomfort and ipg would not fully charge. Database analysis revealed signs of poor charger to ipg coupling and charger thermistor triggering. The device was working as expected. The patient will undergo lead revision and ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician plans to replace the lead.

Event description:
A report was received that the patient was experiencing a sharp pain in the lead site when moving her neck and with posture changes. The pain felt like a jolting or electric type of pain and pain intensified when the stimulation is turned up. X-ray was taken which showed no lead movement or signs of fracture or lead damage. It was also reported that the patient experienced a burning sensation around the pocket site, some programs were causing discomfort and ipg would not fully charge. Database analysis revealed signs of poor charger to ipg coupling and charger thermistor triggering. The device was working as expected. The patient will undergo lead revision and ipg replacement procedure.